Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during aspiration of a blood sample from the distal lumen to verify the position of this swan-ganz catheter inserted in a central line position, since the pulmonary curve did not look as expected, approximately 5 to10 ml of air was aspirated into the syringe. Prior to this, the system had properly been flushed, air was removed, and the balloon was tested without issues. No air was introduced into the patient. As per customer's assessment, the leak is likely located at the insertion point, outside the patient. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet.